Event description:
The patient stated, that yesterday (2007) her infusion device began to make a loud grinding noise during boluses. She stated that, the device has not been exposed to water but, it has been dropped on carpeted floor. She stated that, she was concerned about the issue and wanted to have the infusion device replaced. No physiological effects were reported. The patient did not require medical assistance from a healthcare profession or second party to address the issue. Product was replaced and requested to be returned for evaluation.